Event description:
It was reported that during a laparoscopic colon procedure, there was a problem with the ejection of the clip. On the left colon the clips did not come out, stuffing clips that bind. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Additional information: did the ejected clip fall into the patient? If so how was the clips retrieved? Yes. But no patient consequences, they aspirate the clips. Please explain:stuffing clips that bind. There was a jam with the clips. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.